Manufacturer narrative:
Final analysis confirmed the reported event of insulation abrasion. A partial lead was returned in two pieces. An external insulation abrasion breaching the right ventricular cable lumen was noted at 16.3 cm to 16.4 cm from the distal end between shock coils consistent with friction to another implanted device or feature of the patient anatomy. One right ventricular ethylene tetrafluoroethylene (etfe) cable coating was abraded in this region. Two internal insulation abrasions were found breaching the ring electrode at 11.3 cm to 11.8 cm and right ventricular cable lumen at 10.8 cm to 12.8 cm from the distal end between shock coils. Both right ventricular etfe cable coating was found to be abraded. Visual inspection also found procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine generator replacement. During the procedure, fluoroscopy revealed that the right ventricular lead exhibited externalized conductors. The lead was explanted and replaced. Patient was stable.